Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was alarming "cannot start pump with air-in-line." The event occurred during testing. There was no delay in therapy. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, the customer problem was duplicated. The cause of the customer reported problem was a faulty air sensor. Service history review identified that the previous service related to the current complaint was back on december 6, 2023, related to the issue "downstream occlusion (dso) seal replacement." The manufacturer representative replaced the air sensor assembly, and the pump passed all functional tests and performed as intended after repair.